Manufacturer narrative:
Lead model 3093-33, serial # (B)(4), implanted: 2008-(B)(6), explanted: unknown, programmer model 3037, serial # (B)(4).

Event description:
It was reported that the patient was not able to adjust the stimulation. There was a loss of therapeutic effect with three accidents reported in the last three days. The programmer displayed the call your doctor icon and a power on reset condition was reported. No recent medical procedures were reported. Additional information has been requested, but was not available as of the date of this report.